Event description:
Same MFR report as 3005188751-2012-00140 and 2030404-2012-00132. It was reported a pericardial effusion occurred during an atrial fibrillation ablation procedure. Transseptal puncture was performed and a sjm sl 1 introducer was placed in the left atrium. A non sjm diagnostic catheter was placed in the coronary sinus (cs). An optima catheter was placed in the left atrium along with a cool flex catheter was used to perform isolation of the pulmonary veins. During the procedure, the non sjm diagnostic catheter lost its position in the cs and required replacement. Following isolation of the left pulmonary vein, the pt became hypotensive. A pericardial effusion was noted and pericardiocentesis was performed. The blood drained from the pericardium was venous indicating the effusion occurred on the right side of the heart. The effusion stopped following pericardiocentesis and the procedure was aborted due to the event. The pt was stable following intervention.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records was not possible as the lot number was unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.